Event description:
A surgeon reported having a patient experiencing temporal shadows following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports the prognosis for the patient is "good".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/24/2008 by fax and mail. A completed questionnaire was received on 10/06/2008.